Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and was obtained. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Was another drain needed to correct the situation? No further information is available. If yes, was the new drain placed surgically during a second procedure? Device return status? We regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a drain was used. During surgery it was noted, there was a hole on the drain. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/16/2021. H3 evaluation: complaint sample was received. Primary pack was opened and found trocar and drain inside the package. The complaint sample was visually verified and found hole on the drain. There was adhesion mark on the trocar. The trocar was adhered with the drain. The complaint was justified as trocar adhered with the drain. Evaluation of retain sample was not done as the lot number is not specified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.